Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported an extension set in which the tubing was separated from the male luer during patient use. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of "the tubing was separated from the male luer." The separation may be caused by a pull force more than 5 pounds; however, the root cause of this condition was not determined. No repairs were made as this is a single use only device.